Manufacturer narrative:
B3: date of event is unknown. D4: device information is unknown. The device history records for the reported oads could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The material inspection reports for the reported guide wires could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
It was reported an unknown number of diamondback 360 coronary orbital atherectomy device (oad) crown fractures and viperwire advance guide wire fractures occurred in an unrelated physician-initiated study. The reporting physician did not experience any fractures at his facility. No additional information is available.